Event description:
Instrument does not tension correctly. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual and functional investigation of the complained cable tensioner has shown that it is not functioning accordingly. Tests have shown that it is not possible to insert or pull the wire since the mechanism is damaged. This complaint has been determined to be valid. A CAPA determination has been requested. (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4)